Event description:
It was reported that during the implant procedure, the left ventricular lead demonstrated high thresholds and the patient experienced diaphragmatic stimulation. The lead was removed and a new lead was implanted successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. Electrical resistance and cross continuity test results were within specification. (B)(4).